Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv5 device had ruptured prior to patient use. The infusor lv5 ruptured while a pharmacist filled the reservoir with 20 milliliters of 5fu and saline. The pharmacist was splattered with the medication. No report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. One sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. The root cause for this condition is under investigation. This is a single use device and will not be repaired. This issue is currently being investigated under CAPA# idc-CAPA-(B)(4).